Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of a pair new message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was evaluated. An external physical visual inspection was performed and passed. A voltage measurement test was performed and passed. A pairing test with (B)(4) bluetooth device was performed and passed.